Event description:
Perclose (closure device) deployment failed post peripheral angiogram procedure. Device was disassembled by provider to try and remove parts of the closure device stuck in left common femoral artery. Pt was referred or cv surgery for immediate left groin exploration / perclose extraction.